Event description:
It was reported that the pen needle was not functioning with a bd pen needle 32gx4mm 5b (B)(4) CT. This occurred on (B)(4) separate occasions before use. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that pen needle unable to activate after unwapped the package

Manufacturer narrative:
H.6. Investigation: DHR of lot# 7034431 was reviewed and no qn found. Manufacture records was reviewed, no abnormality was found. (B)(4) pcs retention samples were checked on cannula visual inspection and cannula pull force test, no failure was found. No returned samples or actual defect samples for investigation, so an in-depth investigation can't be performed. Based on the investigation, the certain cause cannot be concluded at the moment. H3 other text : see h.10

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle was not functioning with a bd pen needle 32gx4mm 5b 28ct. This occurred on 20 separate occasions before use. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that pen needle unable to activate after unwrapped the package.